Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. All operating currents are within specification, off no power alarm functions properly, no blank display noted, no damage found on the lcd isolation tape noted and no unexpected a21 alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked reservoir tube, cracked battery tube threads and stained end cap sticker. Of information act.

Event description:
It was reported that the display of the customer's insulin pump remained blank following a battery change. His or her blood glucose was 7.8 mmol/l. The customer had previously received a replacement battery cap but the problem persisted. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.